Manufacturer narrative:
A review of the photos confirm the shaken waveform during peep. The customer provide a picture of both old and new umbrella valves. At this time, the suspect component has not been received for evaluation. However, the issue will be internally investigated within vyaire.

Event description:
The customer reported the (B)(6) hospital (B)(6) branch called to report there are several units found with shaken wave forms during the positive end-expiratory pressure (peep) section. The customer reported all of these units were just installed preventative maintenance (pm) kit with the thinner umbrella valve). The customer reported shaken wave forms were improved by replacing with old umbrella valves that were discarded during the one-year preventative maintenance. The customer reported there is no patient involvement associated with the event.